Event description:
Customer reports the following: "biomed reported pump not recognizing primary cassette and he noted failures in log. After several attempts biomed was able to load with no errors. Asked biomed to do thorough cleaning of pins and cassette sensor and test again, waiting to hear results. No patient harm. Opening complaint as placeholder until biomed can confirm pin cleaning and no alarms from pump. Biomed confirmed pins were cleaned and pump still not recognizing cassette." Preliminary review of the device logs indicate that this is a set ID sensor failure. Further investigation of the pump revealed the following: ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Fresenius kabi opened an internal CAPA in january 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Though this did not stop an active infusion, fresenius kabi submitted MDR #3014732157-2023-00080 for the same confirmed failure mode where an active infusion was stopped. Due to this, an MDR for this complaint should have been submitted within 30 days of complaint awareness as per 21 cfr § 803(a)(2).